Event description:
It was reported that the insulin pump alarmed battery out limit. The insulin pump did not work, inserted a new battery. The blood glucose reading is 202 mg/dl. Caller stated that customer woke up with a blood glucose reading of 500 mg/dl and large ketones because she did not get insulin the previous night. Customer is not using the recommended batteries for the device. Explained the preferred battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.